Event description:
It was reported that the pcu pump would not turn on, and was recently repaired for defective keypad on july 6, 2020. The device was repaired and front keypad replaced again, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available.there was no patient involvement.

Manufacturer narrative:
The reported issue that the device would not turn on after having had its keypad replaced in july of 2020 for being defective could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. Reportedly the device was not in use for treatment or diagnostic purposes when the failure was observed. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 24apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported issue that the device would not turn on after having had its keypad replaced in (B)(6) 2020 for being defective could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. Reportedly the device was not in use for treatment or diagnostic purposes when the failure was observed. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 24apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the pcu pump would not turn on, and was recently repaired for defective keypad on (B)(6) 2020. The device was repaired and front keypad replaced again, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available.there was no patient involvement.